Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set had poor patch adhesion and infusion set had been pulled out. Customer's blood glucose level was 600 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.